Event description:
It has been reported that tibial insert would not lock onto the baseplate. Another was used and it locked in. There was no adverse consequence for the patient or delay in surgery or anesthesia time.